Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 3331, 4109 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. Zimvie received one (1) tsv4b8, (imp,tsv,4.1mm,sbm,8) for evaluation. A visual evaluation was performed, signs of use with damage around the drive feature region. The mount was fractured at the hex. Hex piece was not returned. DHR review was completed for the subject lot number 1257815. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1257815 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use or the torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, device malfunction did occur. The mount was fractured at the hex. Hex piece not returned. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Event description:
It was reported that the top part of the impression coping broke inside of the implant while placing and the implant was removed. Tooth location is unknown.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.